Event description:
It is reported that the pt went from stage 2 osteolysis in 2005 to a stage 4 fracture. Revision surgery is pending.

Manufacturer narrative:
This report will be amended when our investigation is complete.